Event description:
A customer reported experiencing an adverse skin reaction during his 7-day wear of an adc freestyle libre sensor. Customer experienced symptoms described as itching, redness, and warmth at the sensor site and upon removing the sensor, he observed "burns", purulent, and hematoma. Customer had contact with a healthcare professional and was prescribed an unspecified antibiotic for treatment and an unspecified cortisone ointment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for all libre sensor kits within expiration at the time of complaint were reviewed and showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed and there were no confirmed complaints within the trend data in this review. Therefore, there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction during his 7-day wear of an adc freestyle libre sensor. Customer experienced symptoms described as itching, redness, and warmth at the sensor site and upon removing the sensor, he observed "burns", purulent, and hematoma. Customer had contact with a healthcare professional and was prescribed an unspecified antibiotic for treatment and an unspecified cortisone ointment. There was no report of death or permanent injury associated with this event.